Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The system was repowered three times and the errors appeared on power up each time.

Manufacturer narrative:
Section a: there was no patient involved. Section d4: lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was an m3 and s3 error noted when checking the console and motor.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an m2 and s3 alarms were confirmed via the log file and via the motor¿s functional analysis. The log file captured an m2: motor disconnected alarm at 12:58:35 on (B)(6) 2026 while the system was operating around ~1200 rpm, causing the pump to stop. The pump was not detected after this point, and the remainder of the data is consistent with reported troubleshooting, rebooting the system multiple times due to the alarms (m2 and s3 alarms) retriggering. No other notable alarms or events were noted in the downloaded log file. The returned centrimag motor (serial number (B)(6)) was returned to the edc with damage to the motor cable, the motor connected to the returned console in addition to a test console and test loop. After booting up, m2 and s3 alarms activated on the returned console display and the motor could not be detected. The alarm was reproduced on multiple test consoles with the returned motor, isolating the issue to the motor. The motor was removed from service and was forwarded to the product performance engineering (ppe) group for further analysis. The forwarded motor was connected to a test console, monitor, and loop; the m2 and s3 alarms were reproduced. The motor was unable to operate a test loop. Resistance testing on the motor cable revealed a reduced resistance between agnd and the +5v wire. The resistance fluctuated when the motor cable was manipulated. The cable was stripped of its outer layers; however, no damage was observed to the underlying wires. Further testing did not reveal any breaches in insulation. The root cause for the reported event was conclusively determined to be due to wire fatigue in the motor cable. A corrective and preventive action was implemented to address wire fatigue of the motor cable through a re-design of the motor cable. During the investigation it was determined that the returned motor cable has wire fatigue, and the motor was manufactured prior to the implementation. Review of the device history record for centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The current revision of the operating manual and the instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual, rev. A section 9 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual, rev. A section 11.1 ¿ ""appendix I ¿ primary console alarms and alerts"" cover all alarms (auditory and visual), including motor alarms, and the appropriate actions to take if the issue does not resolve. Centrimag motor instructions for use, rev. A instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.